Event description:
It was reported that the insulin pump alarmed an error. The blood glucose reading was 217 mg/dl. The customer stated that she went to get a magnetic resonance image taken, and when she removed the device, a technician pushed a button before the alarm occurred. Upon troubleshooting, the insulin pump would not rewind and did not pass the displacement test. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a constant a35 alarm during rewind due to motor encoder out of phase. Unable to perform displacement test due to a35 alarm. The insulin pump has minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.